Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a rash on her back. The patient described as itchy, bumps, and red and that she developed open sores on her back. Patient has an allergy to nickel and sweats a lot. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a hydrocordisone crème by a pharmacist. Follow up indicated that the rash has cleared but still itches.